Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. The devices were all deployed with no reported issues. Final angiography revealed a proximal type I endoleak, and type ii endoleak originating from the inferior mesenteric artery and lumber arteries. The physician elected to monitor the endoleaks, and the patient tolerated the procedure. On an unknown date, two year follow-up imagings identified evidence of the persistent endoleaks, and aneurysm enlargement of 4mm. On (B)(6) 2016, the patient underwent an additional procedure to treat the endoleaks, whereby an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component (rmt261218j/12110541). The type ii endoleak remained; however the physician elected to monitor the type ii endoleak. The patient tolerated the re-intervention. The cause of the proximal type I endoleak was reportedly unknown; however, it was reported that prior to the initial procedure a suspected focal dissection was found on the abdominal aorta at the level of the right (lowest) renal artery, and therefore the physician elected to avoid the area and implant the trunk-ipsilateral leg component 5mm distal to the artery.